Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact alleged that the pump calculated a bolus incorrectly. Customer's blood glucose level was elevated (above 300 mg/dl). During troubleshooting with tandem technical support, contact accessed the calculation view and indicated that carb ratio was set to 1:25. Cts explained a ratio of 1:25 with 45 grams of carbs would yield a calculation of 1.8 which contact agreed with. Contact changed the ratio to 1:15 and confirmed that the pump calculated the expected dosage.